Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported blood at insertion site and cannula was bent. The customer reported blood glucose value of 225mg/dl and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-1884l, mmt-399a, mmt-332a. Troubleshooting was performed for hyperglycemic event. Customer stated that their quick set was not delivering right amount of insulin. Customer was using the insulin pump within 48 hours of the reported event. Auto mode feature was not active at the time of the event. Troubleshooting was performed for bent cannula. Customer was advised the infusion set would be replaced. Troubleshooting was performed for site issue. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (medical device problem code) with this report. Additional information has been received regarding the patient weight change from 177 to 162 which was not included in the initial report. So, the correct patient weight as per new additional information is 162 which is updated in section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: this case is not reportable based on additional information received customer had a bent cannula that is the reason that it was though that the set was not delivering the correct amount of insulin, due to bent cannula he was not getting all of the insulin.